Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during the procedure the dial was turned, but the distal end of the device would not move. The surgeon gave up using it and opened a new device. After removing the specimen, a broken piece of a clevis was found stuck to it. The surgeon noticed both clevises were missing and checked the inside of the cavity, but could not find the other clevis. Since it could not be detected by CT (2mm slice), surgeon decided to close the incision. The patient is with nephrophthisis (negative) and the kidney was larger than usual. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The patient is under observation.

Manufacturer narrative:
(B)(4).